Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 556-557 mg/dl. The cause of the high bg was unknown. The customer administered a manual injection of insulin to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.